Event description:
The customer reported a button error alarm. The customer was not at home when the issue occurred. The blood glucose reading was 220 mg/dl. The patient treated with manual injections. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.